Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of a optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to tilt of the inferior vena cava (ivc) filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the patient profile form (ppf) indicates that the patient reported to be suffering from stomach pain. According to the information received in the medical records, the patient presented with shortness of breath (sob) and chest pain. The patient was found to have a massive pulmonary embolism (pe). The patient was anticoagulated with warfarin and lovenox. Approximately five years post implant of the filter, the patient underwent an abdominal computerized tomography (CT) scan. The impression per the radiologist reading of the CT scan are the following: the ivc filter is tilted, the superior apex of the filter touches the anterior ivc wall. The inferior apex of the filter touches the posterior ivc wall. No perforation is identified. The filter appears to be intact. The superior apex of the filter is proximally 4mm below the level of the inferior wall of the left renal vein. The patient also has a 2.5cm indeterminate left renal cyst.

Manufacturer narrative:
Additional information was provided and is available in: date received by the manufacturer, expiration date manufacturing date, evaluation codes. Complaint conclusion: as reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the medical records, the patient presented with shortness of breath (sob) and chest pain, related to a massive pulmonary embolism (pe). The patient was anticoagulated with warfarin and lovenox. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to tilt of the inferior vena cava (ivc) filter. Per the patient profile form (ppf), the patient reported stomach pain. Approximately five years post implant of the filter, a CT scan revealed the ivc filter is tilted, the superior apex of the filter touches the anterior ivc wall. The inferior apex of the filter touches the posterior ivc wall. No perforation is identified. The filter appears to be intact. The superior apex of the filter is proximally 4mm below the level of the inferior wall of the left renal vein. The patient also has a 2.5cm indeterminate left renal cyst. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Stomach pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.